Event description:
A non-healthcare professional reported that, during intraocular lens implantation surgery, the intraocular lens was loaded into the lens cartridge but prior to insertion it was noted to have a defect (string of plastic coming off from optic). So, this lens was rejected and it was not inserted into the eye.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Corrected information was provided in b.2. H.6. And h.11. Based on the internal review following submission of the initial report, this event does not meet criteria for reporting as a malfunction. No further reports required. The manufacturer internal reference number is: (B)(4).